Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no other similar incidents from this lot. The armada 35 was used in a central vein. It should be noted that the armada 35 instruction for use states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries. It could not be determined if the off-label use contributed to the balloon rupture. The investigation was unable to determine a cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 10x40 mm armada 35 dilatation catheter was advanced to the moderately calcified central vein and inflated. The balloon ruptured at 11 bars of pressure with the first inflation. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.